Event description:
A report was received that the patient has a minor infection at the ipg incision site. The patient was prescribed oral penicillin based antibiotics. The physician does not believe the infection is device related.